Event description:
It was reported that this pacemaker system was removed due to infection. The pacemaker was externally connected to a temporary non-boston scientific lead for pacing while the patient received antibiotic therapy. After six weeks of antibiotics the patient successfully underwent implantation of a new pacemaker system no additional adverse patient effects were reported.